Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "swollen and slightly painful axillary lymph nodes."

Event description:
Physician reported implant rupture confirmed by ultrasound, MRI, mammography and palpation. Patient reported " swollen and slightly painful axillary lymph nodes". Device has been explanted. This relates to the left side.

Event description:
Physician reported implant rupture confirmed by ultrasound, MRI, mammography and palpation. Patient reported " swollen and slightly painful axillary lymph nodes". Device has been explanted. This relates to the left side.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of rupture/ granuloma/lymphadenopathy/pain was reviewed on 16-may-23. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. Granuloma: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. Device photograph(s) for the device related to the reported event of rupture and lymphadenopathy was reviewed on 05-may-23. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided